Event description:
Device 1 of 2. Reference MFR report #: 1627487-2011-05109. The pt received his scs system on (B)(6) 2008. It was reported that the pt had stopped feeling stimulation. Both the paddle lead and ipg were explanted.

Manufacturer narrative:
Evaluation: results: the product was received without visible anomalies to the can. The ipg passed auto testing and exhibited normal device characteristics. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.